Manufacturer narrative:
Nevro is awaiting the return of the device. A review of the diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient experienced shocking sensations. The patient had been using the device for 6 years with no previous reports of shocking issues. The device was explanted and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found.